Event description:
It was reported that stent dislodgement occurred. A 2.75x16mm promus element stent was selected for treatment. However, it was noted that the tip of the stent was dislodged after the stent protector was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6). A promus element, mr, ous 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent protector and mandrel attached to the device, both removed without issue. There was no sign of damage, stretching or lifting of the stent struts. The stent showed signs of movement in a distal direction over the distal marker band. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the exposed balloon wall indicating that the stent was crimped on the balloon prior to movement. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent dislodgment occurred. A 2.75x16mm promus element stent was selected for treatment. However, it was noted that the tip of the stent was dislodged after the stent protector was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.